Event description:
It was reported that customer experienced high blood glucose, with meter or pump reading only showing ¿high¿ and no specific value known, and cause of high reading was unknown. There was no reported impact to the customer¿s blood glucose level beyond the high reading described, and no information was provided about ketone testing or other complications. Customer gave correction insulin by injection, blood glucose level returned to normal, and technical support advised customer to consult healthcare provider about possible causes before closing complaint after customer confirmed understanding.